Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient experienced uveitis and cystoid macular edema. Medications were given to the patient.additional information was requested.

Manufacturer narrative:
Post operatory noninfectious inflammatory conditions have a multifactorial etiology and can potentially be caused by factors related to: products, procedures, facilities and patients. According to the risk management file for this multifocal intraocular lens. For inflammation and inflammatory conditions like tass, toxicity response, anterior uveitis, hypopyon, corneal edema, lens epithelial cell on-growth and cystoid macular edema, the following manufacturing risk controls are in place per hazard: biocompatibility: endotoxin (lal) testing, formulation procedures/validation, cytotoxicity testing, and sterilization procedures/testing. Storage condition: expiration checks, final packaging controls, and product storage conditions checks. 3) packaging leachable profile: material specifications, endotoxin (lal) testing, bioburden testing, cytotoxicity testing, and sterilization procedures/testing. Formulation: formulation procedures, raw material inspection and testing procedures, endotoxin (lal) testing, bioburden testing, and cytotoxicity testing. Casting/curing process: process validation, master plan report, device history review, casting and curing procedures process validation, optical quality testing, and inspection procedures. Vacuum dry process: device history record review, vacuum dry process validations, qc inspection procedures, endotoxin (lal) testing, cytotoxicity testing, vacuum dry validations, and lens drying analysis. Plasma treatment: plasma treatment procedures/validation, device history record review, qc and inspection procedures process validations. Final cleaning process: endotoxin (lal) testing, water testing procedure, bioburden testing, process validations, and cleaning procedure. Particulates: environmental monitoring, cleaning procedure process validation, and inspection procedures. An assessment of the manufacturing process and a comprehensive review of product history records and manufacturing documentation did not reveal any manufacturing non-conformances for the complaint lot that could contribute to the reported inflammation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).